Event description:
It was reported the customer was experiencing high blood glucose. The customer's father stated his daughter's blood glucose would rise to 400 mg/dl. The customer's blood glucose was treated with the insulin pump. The customer's blood glucose was 370 mg/dl at the time of the call. The father declined to troubleshoot for the daughter's high blood glucose. Father also stated the customer's high blood glucose may be attributed to a bent tubing. Customer's father also requested assistance with programming the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.